Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer. Additional information was not provided, customer declined further troubleshooting with customer technical support.